Manufacturer narrative:
At the request of the customers representative, a ge representative ordered a replacement hard drive for their system. After receipt of the replacement part, it was determined that the part was not required. No further information at this time. The service call was closed.

Event description:
It was reported that the 6600 system is having intermittent boot up problems. There was no report of patient injury.